Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed motor error alarms. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase also, unable to perform the self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. However, the insulin pump passed the stop current and run current tests. The insulin pump was received with minor scratched display window.